Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for sn (B)(4) was performed from 03/13/2015 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Additional comments: na additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Broken/damaged. Damaged/cracked in case front,case rear and barrel clamp assy. Cosmetic defect and soft fault. Binding/jammed in carriage assy. There was no patient involvement. (B)(4).